Event description:
It was reported that the customer had stopped insulin delivery during an extended bolus to take a shower. After resuming insulin delivery, the contact believed that the extended bolus would resume. Reportedly, customer's blood glucose level was impacted.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.